Event description:
The account alleged the head of the bed wouldn't rise.

Manufacturer narrative:
The tech checked the head up function and hydraulic system was running but the head would not rise. He removed the head up hydraulic valve, cleaned the valve and replaced it and head is rising properly.